Manufacturer narrative:
CAPA is currently open for the reportable malfunction of over-delivery/iipv.

Event description:
A customer contacted baxter's technical service center to report having difficulty draining while performing therapy on the homechoice (hc) machine during drain 4 of 4. The initial drain volume was 2315mls. The home patient's (hp) fill volume was 1500mls. The total ultrafiltration was 2000mls. The hp adjusted positions. The drain volume began to increase and reached 2585mls. These values meet criteria for an increased intra peritoneal volume (iipv). The hp stated she would call back if she received any alarms. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported drain volume. The nurse stated she was not made aware of this event. She confirmed the fill volume of 1500mls. The nurse stated that the home patient (hp) always wants to drain more than he actually does. The nurse stated she was not sure if it was a cycler issue or if it was an issue with the hp himself. Per the nurse, the hp is doing well on therapy and there has been no patient injury or medical intervention.